Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during maintenance of the catheter, the clip on the line broke. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken clamp was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a powerpicc catheter clamp. The barbed portion of the clamp was completely broken off from the rest of the clamp. The break sites appeared irregular. No obvious discoloration or deformation was observed at the break sites. While clamp damage was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the break. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. The lack of obvious deformation and discoloration was indicative of brittle material failure, suggesting that component embrittlement likely contributed.

Event description:
It was reported that during maintenance of the catheter, the clip on the line broke. No other information was provided.